Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/2/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/07/2017 with the following findings:.battery compartment cracked above grip pad. Hard ¿cs69¿ alarm reproduced at power up. The pump was unable to recover from cs69 after reboot. The ¿cs69¿ failure is defined as language file corruption while retrieving the language text. The ¿cs69¿ failure was written as ¿cs87¿ failure in black box. The error is resident to flash chip (u39).